Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after a heart catheterization procedure. Reportedly, when attempting to remove the prostyle device, it was stuck and could not be pulled back. A cutdown performed to retrieve the prostyle device. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.